Manufacturer narrative:
Additional data: event: the lens was removed on (B)(6) 2019 and replaced with a shorter length lens. This exchange resolved the problem. On patients last visit on (B)(6) 2019, the patients bcva was 20/30 and ucva was reported to be 20/60. Patient code 3191: secondary surgical intervention, exchange. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: lens returned in liquid in lens case/vial. Visual inspection found haptic torn. Dimensional verification was performed, and the lens was found to be in specifications. Claim#: (B)(4).

Manufacturer narrative:
Other relevant history: iritis, synechia, pigment dispersion and pseudoexfoliation in initial MDR is not applicable. Device code: 2682 in initial MDR corrected to 1583. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vicmo13.7, -18.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. Excessive vault, significant reduction of irido-corneal angles, and mydriasis was reporter. The reporter stated that the mydriasis was noticed on (B)(6) 2019. Brimonidine droplets were used twice a day to treat patient. Patients current bcva is 20/40, intraocular pressure is stable, but there is vault and narrow angles. Lens remains implanted, doctor plans to implant a 12.6mm length lens.